Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced pain. It was reported that the patient had a mesh implanted on (B)(6) 2015 which was captured in a separate file. No additional information was provided.